Event description:
It was reported by the patient that the previously working remote monitor did not respond when the power button was pressed. It was further reported that while attempting to reset the monitor by unplugging and replugging in the power cord, the cord dropped behind furniture, so the reset attempt was not able to be completed at that time. If the reset is unsuccessful the patient will call back. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.